Event description:
Additional information was received from the patient. They reported that when they turn over in bed, they have had excruciating pain for the last 2 weeks. They had a lot of trouble slowly trying to get out of bed because of the pain. Once they are up, the pain goes away. The pain happened in the area of the implant when they were going from one position to another position in bed. The patient stated that the pain was unbearable, like a knife. The patient also stated that their representative already told the surgeon that there were only two points of contact and the surgeon didn't want to do anything about it. Patient stated that they saw the surgeon 4 months ago because they thought the device had moved and was close to the surface, but the surgeon said it's just where it's supposed to be. Patient stated that they felt like their device was very close to their skin right now. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the pain was determined, but when asked for details on the most likely cause they sated that it was unknown. When asked what steps were taken to resolve the issue they stated that they had the position surgically changed on in (B)(6) 2024. The issue had been resolved.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that patient states for the last 4 months, they have been having issues with their bladder. Patient states it is still helping with the bowel however and wanted to know if having an [competitor] device would help with the bowel. Agent reviewed approved indications with the ins therapy and reviewed possible outcomes. Patient states the first time they had the device implanted, it seemed like it was deeper than the current one that's implanted. Patient states now the implant seems much closer to the skin level. Patient states last (B)(6) of 2023 they had a home health person come to their house and they felt like the person was pushing on the implant and it bothered them. Patient inquired if this could've caused issues with the device or caused the implant to move. Agent reviewed info and recommended following up with their healthcare provider to further address the issue.